Event description:
It was reported that the customer changed her set 2 days ago and everything was fine, but today her blood glucose level was near 500 mg/dl. Customer's blood glucose level was 224 mg/dl. Customer had symptoms of high blood glucose levels such as nausea, abdominal pain, and frequent urination. Troubleshooting was performed. Pump failed the high pressure test twice. Cannula was not bent and pump was missing a dome sticker. Customer was advised to change the entire infusion set, reservoir, and insulin. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-40012, 3004209178-2015-40008.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.